Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implantable neurostimulator (ins) movement was a result of the patient¿s weight loss of (B)(6). On (B)(6), additional information was received. The patient reported that the "pocket revision" was on (B)(6) 2018,and was because the ins had slipped. The patient reported that they had lost (B)(6) in 2 years. The patient stated that she noticed the pain during recharge about 1 week after the revision was done. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient said they have an increase in pain while recharging. The patient has had pain for 2 days at their lead site in their head (sub-q lead placement) and it goes out from that location. The lead site is sensitive to touch the last 2 years, but since the patient's pocket revision, the issue of increased pain while recharging started. The ins pocket doesn't appear to be sensitive to touch. The patient had a pocket revision, due to weight loss, the implant was moving around for over 1.5 years. It was suggested that the patient recharge their ins while their stimulation is off to see if that helps. The patient normally recharges with their stimulation on. The patient is not able to tolerate impedance testing due to the pain. The patient reported that they see stars when the impedance test occurs. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause of the patient's pain while recharging was not determined. The physician does not believe they are connected even though they do coincide. The patient is going to try to recharging with their ins off. The patient has not recharged since they saw the rep, so it's unclear if the issues was resolved. No further information was reported.